Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer¿s blood glucose level was over 600 mg/dl at time of incident and current blood glucose was 198 mg/dl. Customer treated with manual injections for high blood glucose. The customer was assisted with troubleshooting. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer reports they had not contacted their health care professional regarding the high blood glucose. Customer allege insulin pump was under delivering because customer had high blood glucose and only manual injections were bringing it down. Customer reports insulin did not exit at the quick release. Customer was using a cannula based infusion set. Customer was able to perform high pressure test at that time. The insulin pump will not be returned for analysis.